Manufacturer narrative:
Device evaluation anticipated but has not yet begun. Additional info will be submitted within thirty days upon receipt.

Event description:
A cypher stent 3.00 x 13 failed to reach the target legion. There was no reported patient injury. No information is available regarding patient demographics, target lesion or vessel characteristics. However, preliminary findings based on visual examination of the returned products revealed the distal end of the stent struts were flared. As a result, this complaint was changed from a non-reportable product malfunction to a reportable product malfunction.